Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported following an intraocular lens implant procedure, the patient refraction with a spherical equivalent was -2.75 +0.75 x 135. The lens was later exchanged in a secondary procedure. Additional information was received stating patient was not hospitalized as a result of this event. Additional information was received stating the patient experienced blurry vision. The lens was replaced with another lens. The clinical reason for the explant was refractive error.

Manufacturer narrative:
The product was returned for analysis. Intraocular lens received in sample container with unknown fluid. Solution is dried on both surfaces of the optic and haptics. The haptics are intact. The optic is torn/split in two and scratched/marked-rejectable. Customer reported via returned questionnaire that in the surgeons opinion the intraocular lens did not contribute to the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product. It was reported that the patient has an underlying condition of spherophakia and in the surgeons opinion the intraocular lens did not contribute to the event. Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).